Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735854, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that a representative from a different manufacturer (consumer) was trying to get the navigation system to work on an external monitor from a different manufacturer and it was not working. When plugging in the high-definition multimedia interface (hdmi) cord or digital visual interface (dvi) cord, the image was not on the external monitor. Troubleshooting steps were performed. It was noted that it was working two weeks prior to the date of this report. It was ensured that the setting on customer side was on, but there was no resolution. The setting on the system admin was also changed, and the system was restarted with it plugged in, but there was still no resolution. It was noted that the external monitor integration was installed this past weekend prior to the date of this report. Additionally, the integration kit from the other manufacturer was labeled wrong. Once they plugged everything in correctly, the image was going to the external monitors. No patient involvement was reported.